Event description:
It was reported that a health care provider recently had a patient who had cellulitis, following an implant. No other details were provided. Additional information was requested but not provided at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).